Event description:
It was reported to boston scientific corporation that the patient was implanted with a protegen vaginal sling device on (B)(6) 1997. According to the complainant, she had some eroded mesh removed on (B)(6), 2010, during an obtryx transobturator sling system implantation procedure with another physician. The patient underwent another excision of eroding and extruding mesh (type unknown) during an ams monarc subfascial hammock implantation procedure on (B)(6), 2010. Reportedly, the patient continues to suffer from incontinence, vaginal mesh (type unknown) erosion and extrusion from her vagina, and scar tissue. All other information is unknown and reportedly unavailable.